Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added third paragraph. H6. H11. System report dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), after the valve was implanted, coronary access through the valve and coronary artery bypass grafting (CABG) was attempted; however, the patient died due to a coronary occlusion from a potential aortic dissection. Subsequently, the valve was explanted. Additional information was received indicating that, per the physician, the delivery catheter system was not a contributing factor to the death. Upon opening the chest, the cardiovascular surgeon confirmed an aortic dissection. Additional information was received indicating that the cause of the injury is unknown. Per the physician, it cannot be confirmed whether the non-medtronic guidewire contributed to the dissection. The delivery catheter system cannot be excluded as a contributing factor.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), after the valve was implanted, coronary access through the valve and coronary artery bypass grafting (CABG) was attempted; however, the patient died due to a coronary occlusion from a potential aortic dissection. Subsequently, the valve was explanted.

Manufacturer narrative:
Continuation of d10: product ID: {{d-evoultfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), after the valve was implanted, coronary access through the valve and coronary artery bypass grafting (CABG) was attempted; however, the patient died due to a coronary occlusion from a potential aortic dissection. Subsequently, the valve was explanted. Additional information was received indicating that, per the physician, the delivery catheter system was not a contributing factor to the death. Upon opening the chest, the cardiovascular surgeon confirmed an aortic dissection.